Event description:
It was informed that the ptfe pad of the subject device was separated during a laparoscopic assisted sigmoidectomy. The doctor completed the procedure with another device. There was no patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation confirmed that the ptfe pad of the subject device was worn away, and partially separated. As the result of checking the manufacturing record of the same lot, there were nothing abnormal detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad was partially separated, because the doctor activated output in seal & cut mode without grasping tissue. The instruction manual of the subject device warns; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.